Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was intermittently entering and exiting critical override due to a combination of the auto-enable downtime setting on the server and the station being configured with an incorrect system time. The server setting was configured for 10 minutes, while the station time was running 9 to 10 minutes behind. A technical support specialist (tss) enabled the windows time service on station and configured ntp.pmh.org as the network time protocol (ntp) server to synchronize the station's time. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating due to a suspected network issue. The device was rebooted and the customer was advised by their it team to report the issue. There were no delay and adverse events or injuries reported based on this event.